Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch regarding the same issue that were closed as not confirmed after the analysis. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. However, considering that there are two previous complaints of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received in the previous complaints show that the needle escaped from the thread. Final conclusion: considering that the samples received in previous complaints did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the previous complaints. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that (occurred before use on a patient) needle was detached from the thread. Replaced with other product and the product was scrapped. No patient involvement.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.